Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel arm locking mechanism on the mayfield composite series skull clamp (a3059) was defective during clamping / fixing and during the surgery. There was no patient injury or increased surgery time.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. Inspection of the skull clamp shows that the locking mechanism is loose and does not close properly. When opened, it was found that the index knob is broken, and as a result, the thread does not engage correctly and therefore does not provide a stable hold. The knob, along with the corresponding ratchet, must be replaced, and the locking mechanism must be readjusted according to the manufacturer's specifications. Additionally, the small parts of the toggle lever (washers, groove, and screw) must be replaced due to wear. To resolve the issues, the black index button was replaced with a ratchet mechanism, the worn internal parts were replaced, the locking mechanism was adjusted, and the small parts of the rocker arms were replaced. Subsequently, the device underwent a successful functional test and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The locking mechanism was loose and did not close properly. The index knob was broken, preventing the knob/lock from holding properly, and the unit needed replacement of damaged and worn parts. The probable root cause is routine wear and rough handling of the unit. No further corrective action beyond the necessary repair is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.